Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed exiting the cartridge and found in tubing. Customer's blood glucose was 208-234 mg/dl. Customer reported to have used fiasp and novorapid insulin. Customer was aware fiasp was not labeled for use with the pump. Tandem clinical diabetes specialist met with the customer and the air removal step during the loading process was reviewed. Reportedly, customer changed the type of cartridge used (luer-lock to t:lock). Upon follow-up, customer declined to provide further information.